Manufacturer narrative:
Updated result and conclusion codes.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. This was tested by manually lowering the plunger in the reservoir and checking the complete fluid path. The pod's data was unable to be downloaded and therefore it could not be determined if the kink found in the cannula had affected the pod's ability to deliver insulin with or without any difficulties. The inability to download the pods data, was highly related to the fact that a large amount of physical damage to both the outer housing unit as well as several internal components was observed. Due to the damage, may components became misaligned, damaged, and deformed.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 19 mmol/l (342 mg/dl) and continued climbing. The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia with boluses, by replacing the pod and with a temporary basal. The pod was worn between 4 and 24 hours on the leg.